Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, the soft cannula was observed to be stretched, and measured to be out of spec. Data obtained from the device generated no hazard alarms. No time outs or drive stalls were observed. No manufacturing defects were observed that would result in a failure to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. The exact cause and timing of the damage to the soft cannula could not be determined.

Event description:
It was reported the patients blood glucose level rose to 396 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.